Event description:
It was reported that the vns patient was referred for surgery during an office visit on (B)(6) 2014 due to lead protrusion and painful stimulation. The patient¿s device was subsequently disabled. Patient manipulation or trauma is not believed to have caused or contributed to the lead protrusion. Diagnostic results showed normal device function at the time. Follow-up revealed that the patient underwent generator replacement surgery on (B)(6) 2014 due to painful stimulation and eri. The lead protrusion was determined to be minor and did not require revision surgery. The patient¿s device was programmed on at a follow-up office visit after surgery. The patient no longer had complaints of lead protrusion or painful stimulation. The explanted generator has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient continued to experiencing painful stimulation in her left arm. The patient had been experiencing an increase in seizures and pseudo-seizures since the device had been disabled due to the painful stimulation. The lead impedance was within normal limits. X-rays were taken and reported by the physician to be unremarkable. X-rays were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin cannot be confirmed to be fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. The patient was referred for surgery for the painful stimulation but no known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the patient underwent a lead revision surgery (B)(6) 2015. The explanted lead was discarded and thus will not be returning to the manufacturer for analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
.